Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated pacing capture threshold in the rv was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.